Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the gasket at the top of the trocar tore causing co2 to leak. The trocars came out of a ft007 kit. This happened repeatedly. Two of the trocars were returned. The trocars were replaced. There was no consequence to the pt.